Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification, an unspecified drug-eluting stent was implanted. A 3.0x15 mm nc trek rx dilatation catheter was advanced without resistance just proximal to the previously implanted stent. The balloon catheter was inflated and dilatation was successfully performed; however, when pulling back the dilatation catheter, no resistance was noted and the shaft separated but remained on the guide wire and inside of the guiding catheter. Reportedly, there was a buddy guide wire in the patient anatomy at the time of the event. Another balloon catheter was advanced over the buddy wire and inflated within the guiding catheter to provide traction and grip the balloon. This technique was successful and the separated portion of the shaft with the balloon included was removed from the patient anatomy. Nothing remained inside of the patient anatomy. The balloon was completely deflated prior to attempting removal of the dilatation catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.